Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 219068908 was returned and analyzed. Visual inspection of the mapping catheter was performed and during inspection of the shaft segment, a shaft kink was identified. In conclusion, the mapping catheter failed the returned product inspection due to shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.